Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-may-2023. H6: investigation summary: bd received fourteen 24 gauge nexiva units from lot 7704689 for evaluation. One unit was received in an unsealed packaging while the remaining thirteen units were still inside of their sealed packaging. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible physical damage or deformities to the units. Next, the units were tested for difficult disengagement or decoupling but no issues were found during testing. Each unit successfully disengaged and decoupled. However, the one unit received in the unsealed packaging was already decoupled upon receipt. Additionally, no damage was seen on the tubing of the units. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defects of difficulty to decouple and ruptured tubing but did observe some damage to the units packaging.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing ruptured after use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from chinese: "the details reported by the teacher of the second chest department are as follows: the outer packaging of the product is deformed, resulting in the situation that the needle core and the needle body cannot be separated during the use of the product, resulting in the rupture of the extension tube after use."

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing ruptured after use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from chinese: "the details reported by the teacher of the second chest department are as follows: the outer packaging of the product is deformed, resulting in the situation that the needle core and the needle body cannot be separated during the use of the product, resulting in the rupture of the extension tube after use".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.